Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device.

Event description:
The customer later reported that while dilating the esophagus for a stricture, the balloon was inflated to 16 mm and ruptured. The issue occurred during the middle of a diagnostic esophagogastroduodenoscopy procedure. The procedure was completed after replacing the balloon with a 2-3 minute delay.

Manufacturer narrative:
PMA/510(k) number: exempt-knq. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had an out of the box failure. The device failed upon initial use during an unspecified therapeutic procedure. There were no reports of patient or user harm associated with this event.